Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. As of this date, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure upon the start of the use of the large suturecut needle driver instrument, the surgeon felt that the instrument did not move intuitively as expected. The procedure was completed robotically with a backup instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that there was no harm to the patient and the instrument was available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed, and no grip misalignment was observed. The inputs were manually articulated and the grip tips moved accordingly. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.